Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a mildly tortuous part of the proximal unknown vessel. During lesion crossing, stent struts got deformed.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e. Several struts are strongly bent. Outside of the deformed zone, the crimped diameter of the stent complies with the specification. Stent imprints on the exposed balloon surface indicate that the deformed struts were initially crimped on the balloon. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a mildly tortuous part of the proximal unknown vessel. During lesion crossing, stent struts got deformed.